Event description:
It was reported that the customer experienced a significant issue that led them to visit the emergency room and resulted in hospitalization due to a diabetes-related incident. The customer's blood glucose level reached the 540s mg/dl. Despite this high level, there was no injury caused, and no ketones were detected. The suspected cause of the elevated blood glucose level was related to a potential issue with the sensor; however, no issues were found with the pump, cartridge, infusion set tubing, or insulin, which were functioning correctly. Emergency medical services provided treatment with intravenous fluids and insulin, which resolved the issue. The customer suffered no permanent damage and was released from the hospital on (B)(6) 2025.

Manufacturer narrative:
Allegation previously captured in 3013756811-2025-164426.